Event description:
It was reported to medtronic neurosurgery that the strata valve was set at 2.5 and twice slipped back down to 0.5. The surgeon performed a revision surgery and replaced it with a new valve.

Manufacturer narrative:
The valve was patent and passed leak testing. The device did not meet the requirements for siphon or reflux testing. The valve met all specifications for pressure-flow and preimplantation testing. All performance levels could be set with a single attempt, and a level change could not be induced by laboratory personnel without using a magnet. A dissection of the valve identified proteinaceous debris inside the valve adjustment mechanism. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.